Manufacturer narrative:
Device evaluation is currently in progress. A device history record review was completed for lot 833441 and this device met all specifications upon distribution.

Manufacturer narrative:
Visually there are two small kinks in the bellows however these kinks do not affect the way the device functions. There is no root cause investigation at this time because the device has no leaks. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time.

Event description:
It was reported that the account had 1 endoplege catheter that was prepped and the balloon would not inflate at all. Device not used in the patient.